Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B59460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, chronic sinusitis, adhd, sleep apnea, gastric ulcer, herniated disc, chronic back pain, shoulder injury, tendonitis, allergic rhinitis, degenerative joint disease, asthma, shoulder injury, glucose intolerance, neck pain, headache, shoulder pain, goiter, abdominal pain, irregular periods, tooth extraction, gastric ulcer, nausea, urinary tract infection, dysuria and vomiting. Concomitant products included lisdexamfetamine mesilate (vyvanse) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, oxycodone since (B)(6) 2012, sumatriptan since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine/headache"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psych injury / psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury"), urinary tract infection ("uti (urinary tract infection)"), headache ("headache") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full), d and c, hysteroscopy, d&c, novasure endometrial ablation and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown and the menorrhagia, dysmenorrhoea, migraine, dyspareunia, urinary tract infection and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number: b59460, production date 2013-07-31, expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Events ¿headache, urinary tract infection and post procedural complication¿ were added. Events¿ pelvic pain, dyspareunia, dysmenorrhea, migraine and menorrhagia¿ outcome were updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the left cornu is a severed. Coiled, metallic essure device'), large intestine perforation ('sigmoid colon diverticulitis with small contained perforation'), pelvic pain ('physical pain/pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B59460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, chronic sinusitis, adhd, sleep apnea, gastric ulcer, herniated disc, chronic back pain, shoulder injury, tendonitis, allergic rhinitis, degenerative joint disease, asthma, shoulder injury, glucose intolerance, neck pain, headache, shoulder pain, goiter, abdominal pain, irregular periods, tooth extraction, gastric ulcer, nausea, urinary tract infection, dysuria, vomiting, unilateral carpal tunnel syndrome, gestational diabetes, hypertension, glucose intolerance, allergy to arthropod sting, shoulder pain, attention deficit hyperactivity disorder, irregular periods, immunization, dysmenorrhea, hypothyroidism, anxiety, depression, cervical radiculopathy, uterine cervical pain, ectopic pregnancy, nabothian cyst, dysuria, sigmoidectomy, asthma, headache, thoracic spinal stenosis, neck pain, dysphagia, left lower quadrant pain, multigravida, parity 6, shoulder operation, foot surgery, paratubal cyst and diverticulitis. Previously administered products included for an unreported indication: sulfa, celebrex, robaxin, morphine and fentanyl. Concomitant products included lisdexamfetamine mesilate (vyvanse) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, oxycodone since (B)(6) 2012, sumatriptan since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine/headache"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psych injury / psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury"), urinary tract infection ("uti (urinary tract infection)"), headache ("headache"), post procedural complication ("post removal complications") and arthralgia ("hip pain"). The patient was treated with surgery (da vinci total laparoscopy hysterectomy with left salpingooophorectomy, hysterectomy (full), d and c, hysteroscopy, d&c, novasure endometrial ablation, endometrial ablation and sigmoid colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, large intestine perforation, pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, depression, post procedural complication and arthralgia outcome was unknown and the heavy menstrual bleeding, dysmenorrhoea, migraine, dyspareunia, urinary tract infection and headache had resolved. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, heavy menstrual bleeding, large intestine perforation, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number: b59460, production date 2013-07-31, and expiration date 2016-07-31. Concerning the injuries reported in this case, the following one were reported from social media report : hip pain. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device, large intestine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: medical record received: events: 'embedded within the left cornu is a severed. Coiled, metallic essure device' and 'sigmoid colon diverticulitis with small contained perforation', medical history, reporter information were added. Patient demographic was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B59460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, chronic sinusitis, adhd, sleep apnea, gastric ulcer, herniated disc, chronic back pain, shoulder injury, tendonitis, allergic rhinitis, degenerative joint disease, asthma, shoulder injury, glucose intolerance, neck pain, headache, shoulder pain, goiter, abdominal pain, irregular periods, tooth extraction, gastric ulcer, nausea, urinary tract infection, dysuria and vomiting. Concomitant products included lisdexamfetamine mesilate (vyvanse) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, oxycodone since (B)(6) 2012, sumatriptan since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine/headache"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psych injury / psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury"), urinary tract infection ("uti (urinary tract infection)"), headache ("headache"), post procedural complication ("post removal complications") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (full), d and c, hysteroscopy, d&c, novasure endometrial ablation and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, depression, post procedural complication and arthralgia outcome was unknown and the menorrhagia, dysmenorrhoea, migraine, dyspareunia, urinary tract infection and headache had resolved. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number: b59460 production date 2013-07-31 expiration date 2016-07-31. Concerning the injuries reported in this case, the following one were reported from social media report : hip pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events added: hip pain and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B59460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, chronic sinusitis, adhd, sleep apnea, gastric ulcer, herniated disc, chronic back pain, shoulder injury, tendonitis, allergic rhinitis, degenerative joint disease, asthma, shoulder injury, glucose intolerance, neck pain, headache, shoulder pain, goiter, abdominal pain, irregular periods, tooth extraction, gastric ulcer, nausea, urinary tract infection, dysuria and vomiting. Concomitant products included lisdexamfetamine mesilate (vyvanse) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, oxycodone since (B)(6) 2012, sumatriptan since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine/headache"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psych injury / psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury"), urinary tract infection ("uti (urinary tract infection)"), headache ("headache"), post procedural complication ("post removal complications") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (full), d and c, hysteroscopy, d&c, novasure endometrial ablation and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, depression, post procedural complication and arthralgia outcome was unknown and the menorrhagia, dysmenorrhoea, migraine, dyspareunia, urinary tract infection and headache had resolved. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number: b59460 production date 2013-07-31 expiration date 2016-07-31. Concerning the injuries reported in this case, the following one were reported from social media report : hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B59460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, chronic sinusitis, adhd, sleep apnea, gastric ulcer, herniated disc, chronic back pain, shoulder injury, tendonitis, allergic rhinitis, degenerative joint disease, asthma, shoulder injury, glucose intolerance, neck pain, headache, shoulder pain, goiter, abdominal pain, irregular periods, tooth extraction, gastric ulcer, nausea, urinary tract infection, dysuria and vomiting. Concomitant products included lisdexamfetamine mesilate (vyvanse) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, oxycodone since (B)(6) 2012, sumatriptan since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine/headache"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and depression ("psych injury / psychological or psychiatric problems condition: depression, anxiety and mental anguish"). The patient was treated with surgery (hysterectomy (full), d and c, hysteroscopy, d&c, novasure endometrial ablation and endometrial ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder, migraine, vaginal haemorrhage, anxiety, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Lot number: b59460, production date 2013-07-31, expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B59460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, chronic sinusitis, adhd, sleep apnea, gastric ulcer, herniated disc, chronic back pain, shoulder injury, tendonitis, allergic rhinitis, degenerative joint disease, asthma, shoulder injury, glucose intolerance, neck pain, headache, shoulder pain, goiter, abdominal pain, irregular periods, tooth extraction, gastric ulcer, nausea, urinary tract infection, dysuria and vomiting. Concomitant products included lisdexamfetamine mesilate (vyvanse) since (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2014, oxycodone since (B)(6) 2012, sumatriptan since (B)(6) 2012 and topiramate (topamax) since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/ urinary problems"), urinary tract disorder ("bladder/ urinary problems"), migraine ("migraine/ headache"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and depression ("psych injury / psychological or psychiatric problems condition: depression, anxiety and mental anguish"). The patient was treated with surgery (hysterectomy (full), d and c, hysteroscopy, d&c, novasure endometrial ablation and endometrial ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder, migraine, vaginal haemorrhage, anxiety, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received : lot no. Was added. New events, "abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), psychological or psychiatric problems: anxiety, depression and mental anguish." Were added. Patient's information and demographics were added. New reporter contact information was added. Concomitant medications were added. Medical history was added. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.